Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to dislocation subluxation. Revision njr index no. (B)(4).